Event description:
It was reported by service report that the scale does not work properly and the brakes did not pass the pull test during bed preventive maintenance check. No patient involvement or adverse consequences are reported.